Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient complained of pain in shoulder region after shoulder placement rotator cuff arthroplasty. Patient was scheduled for a revision of an equinoxe hemi arthroplasty to convert to a reverse tsa. The patient was converted to an equinoxe reverse tsa on (B)(6) 2022. There was no breakage of device. There was a 5-15 mins. There were no adverse events as a result. The surgery took a little extra time for the removal of implants and revision of hemi to reverse tsa. The conversion procedure went well. The surgeon commented that the case went smoother or easier than he anticipated. The patient left the operating room (or) stable. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. Photos received. The device will be return. No other patient information/medical history reported.

Manufacturer narrative:
As reported, the patient complained of pain in shoulder region after shoulder placement rotator cuff arthroplasty. Patient was scheduled for a revision of an equinoxe hemi arthroplasty to convert to a reverse tsa. The patient was converted to an equinoxe reverse tsa on (B)(6) 2022. There was no breakage of device. There was a 5-15 mins. There were no adverse events as a result. The surgery took a little extra time for the removal of implants and revision of hemi to reverse tsa. The conversion procedure went well. The surgeon commented that the case went smoother or easier than he anticipated. The patient left the operating room (or) stable. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. Photos received. The device will be return. No other patient information/medical history reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information and x-rays were not provided. The images provided of the explanted glenosphere and the radiograph appear unremarkable. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.